Event description:
This pt was presented to the interventional lab for an angioplasty procedure of the superficial femoral artery (sfa). There is no info as to which sfa. The vessel was described as moderately calcified and tortuous. The product was properly inspected pre-use and looked perfect. A treasure guidewire was used to access the lesion. The info states that thhe balloon ruptured at below rated burst pressure. There is no info as to how the procedure was completed. There was no reported pt injury.